Event description:
Information was received indicating a pump using cadd cassette reservoir failed with three different cassettes. It was reported the end user had been infusing with 2 different cassettes at 2 different time frames and the pump would beep and go crazy with no error message. It was reported with the 3rd cassette the user mixed a new cassette the pump alarmed with no message. Per reporter the end user mixed another cassette and was able to successfully continue infusion. No adverse patient effects were reported.